Event description:
The device was explanted and returned from a competitor manufacturer. No additional allegations were reported. The device was returned and analyzed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance measurements were greater than 2,500 ohms. All other measurements were fine. No inappropriate events were stored in the arrhythmia logbook. The health care professional that called to report this information stated they would discuss a possible lead revision with the electrophysiologist. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.